Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm was unable to duplicate the reported issue "pumping stopped". However, the stm was able to verify multiple instances of "gas loss" alarms. The stm proceeded to perform all manifolds test which passed. The stm ran the iabp with a trainer and test balloon overnight; the iabp did not show gas loos alarm during overnight testing. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) needed repair and the customer requested a repair quote from getinge. The alleged issue was not specified at the time of the call. It was later reported that while supporting a patient with the cardiosave iabp and a sensation plus 50cc balloon, multiple alarms for gas loss occurred with a stop in support. There was no indication of a leak and all connections appeared to be secure. The getinge service department worked on obtaining a rental pump for the facility as there is only one pump in-house. There was no harm or injury to patient and no adverse event was reported.